Manufacturer narrative:
The insulin pump was received with blank display due to unplugged battery tube connector. After reconnecting the connector, monitored, and test, the pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that she was changing her clothes, pulled her pump out to see how much insulin she had left, and noticed the screen was blank. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.